Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3147 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-mar-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted (lot no. B34596) for female sterilisation. The patient had a medical history of menorrhagia on (B)(6) 2023, obesity (bmi - 37.775), lactation normal, termination of pregnancy (t1), multi gravida (g4), smoker (former smoker), endometrial biopsy (emb ¿ (B)(6) 2022), cholecystectomy (cholecystectomy/ bile duct surgery), thyroid disorder, obesity, hyperlipidemia, hypertension, gastroesophageal reflux disease, abnormal uterine bleeding, postmenopausal bleeding and type 2 diabetes mellitus on (B)(6) 2023, elective abortion, gallbladder operation (2009) and c-section (1996) in 2018 and pelvic pain in 2016. Previously administered products included: depo provera, ergocalciferol, trulicity, janumet, biosartan and ascorbic acid. The patient had a family history of diabetes, prostate cancer, heart disease, unspecified, hypertension, stroke and lymphoma. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3296 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy, salpingectomy, cystoscopy, laparoscopic tap block, lysis of adhesions). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n ob history: age of menses:12 pregnancy comments: 3x top, 1x c/s left coils - 5, right coils - 2. Discrepancy noted for removal date - (B)(6) 2023. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 37.775 kg/sqm. [Hysterosalpingogram] on (B)(6) 2014: there was no opacification of fallopian tubes or spillage of contrast into pelvis indication satisfactory placement of essure device bilaterally. Conclusion: satisfactory placement of essure device bilaterally. [Pathology test] on (B)(6) 2023: surgical pathology report specimens. A uterus, except cancer or prolapse, uterus, cervix, bilateral fallopian tubes. Final diagnosis: uterus, cervix, bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy - weakly proliferative to inactive endometrium - cervix with nabothian cysts. - extensive adenomuosis - calcified leiomyoma - unremarkable bilateral fallopian tubes - no evidence of dysplasia, hyperplasia or malignancy. Pre and post operative diagnosis: postmenopausal bleeding, pelvic pain gross description: a) uterus, except cancer or prolapse: there are metallic essure wires present within both cornu [pregnancy test urine] on (B)(6) 2014: negative. [Ultrasound scan vagina] on (B)(6) 2016: ultrasound of the pelvis transvaginal sonography indication: pelvic pain. Lmp on (B)(6) 2016. Findings: the myometrium is heterogenous without discrete evidence of intrauterine fibroid. The endometrium is unremarkable. Essure devices are notes. There are multiple nabothian cysts in the endocervix. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: reporter added, patient height and weight added, medical history added, lab data added, drug stop date updated, event date updated, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted (lot no. B34596) for female sterilisation. The patient had a medical history of menorrhagia on (B)(6) 2023, obesity (bmi - 37.775), lactation normal, termination of pregnancy (t1), multi gravida (g4), smoker (former smoker), endometrial biopsy (emb ¿ (B)(6) 2022), cholecystectomy (cholecystectomy/ bile duct surgery), thyroid disorder, obesity, hyperlipidemia, hypertension, gastroesophageal reflux disease, abnormal uterine bleeding, postmenopausal bleeding and type 2 diabetes mellitus on (B)(6) 2023, elective abortion, gallbladder operation (2009) and c-section (1996) in 2018 and pelvic pain in 2016. Previously administered products included: depo provera, ergocalciferol, trulicity, janumet, biosartan and ascorbic acid. The patient had a family history of diabetes, prostate cancer, heart disease, unspecified, hypertension, stroke and lymphoma. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3296 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy, salpingectomy, cystoscopy, laproscopic tap block, lysis of adhesions). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n ob history: age of menses:12 pregnancy comments: 3x top, 1x c/s left coils - 5, right coils - 2 discrepancy noted for removal date - 12 jan 23 and 06 jul 23. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 37.775 kg/sqm. [Hysterosalpingogram] on (B)(6) 2014: there was no opacification of fallopian tubes or spillage of contrast into pelvis indication satisfactory placement of essure device bilaterally. Conclusion: satisfactory placement of essure device bilaterally. [Pathology test] on (B)(6) 2023: surgical pathology report specimens a uterus, except cancer or prolapse, uterus, cervix, bilateral fallopian tubes. Final diagnosis: uterus, cervix, bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy - weakly proliferative to inactive endometrium - cervix with nabothian cysts. - extensive adenomuosis - calcified leiomyoma - unremarkable bilateral fallopian tubes - no evidence of dysplasia, hyperplasia or malignancy. Pre and post operative diagnosis: postmenopausal bleeding, pelvic pain gross description: a) uterus, except cancer or prolapse: there are metallic essure wires present within both cornu [pregnancy test urine] on (B)(6) 2014: negative [ultrasound scan vagina] on (B)(6) 2016: findings: the myometrium is heterogenous without discrete evidence of intrauterine fibroid. The endometrium is unremarkable. Essure devices are notes. There are multiple nabothian cysts in the endocervix. Lot number: b34596 manufacture date: (B)(6) 2013 expiration date: (B)(6) 2016. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.